Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 11 cm proximal to the lead tip. All fragments were received for analysis. The returned lead fragments were visually and electrically analysed. The visual inspection showed multiple signs of wear and abrasion along the lead body. In the course of the analysis, the insulation was found rubbed through near the lead tip. This damage can be considered the root cause of the reported noise resulting in inappropriate therapy. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Furthermore, deformations of the shock coil were found which most likely resulted from the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to suspected insulation breach, patient had detected noise on ICD lead and received 31 inappropriate shocks. Patient had been helping in football practice, receiving the brunt of tackles through padding against his chest, after which noise was detected. Noticeable crimping on the lead in the location of the cephalic suture sleeve.